Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed the guidewire was bent approximately 2 cm and 4 cm proximal to the distal tip. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed blood residue on the guidewire and hoop. The coils near the distal tip were observed to be kinked, and the coiled wire at the locations of the bends was observed to be kinked. Both weld tips were observed to be present and intact. No evidence was seen which suggested a root cause to the event. While the exact cause of the bends in the guidewire is unknown, possible causes include damage during packaging, handling, and use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that immediately after opening the package, it was noticed that the guidewire was bent. There was no reported patient involvement. (B)(6) 2019 returned wire has use residue and is kinked.